Event description:
It was reported that the ilet user experienced a hypoglycemic event after accidentally announcing a larger-than-usual meal while her glucose was already trending low, reaching a nadir of 54 mg/dl, and the event was attributed to the user's incorrect meal size entry. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with candy and return to target range without medical intervention. Investigation included user communication and troubleshooting with education on correct meal announcement and timing. Investigation of this case revealed no device malfunction and indicated user error related to meal announcement size selection. It was concluded, based on previously established findings for similar reports, that the cause was user error.